Event description:
It was reported that low pacing lead impedance and noise were observed. The lead was explanted and replaced. Subclavian crush was observed at explant.

Manufacturer narrative:
No medwatch form was received.